Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirting out of the customer's insulin pump during priming. Insulin continued to drip after letting go of the button during the priming process. Customer's blood glucose was 202 mg/dl. There was no gap between the piston and the reservoir. An infusion set change resolved the issue. The insulin pump did not have a prime rewind alarm in the history. Nothing further reported.